Manufacturer narrative:
Concomitant medical device: 1346t lead implanted: (B)(6) 1998; 1388tc lead implanted: (B)(6) 1998. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had "abnormal monitoring." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.